Manufacturer narrative:
Concomitant medical products: product ID 37642, lot#, serial# (B)(4), implanted: explanted: product type: programmer patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins shuts off on its own. He said when the ins shuts off, he starts to feel like something is off and has some symptoms return. This has happened two times. The ins looked okay when checked and they think the issue was with the patient programmer. A new programmer was sent.